Event description:
It was reported that the nicu nurse getting alert 113 (reduced wt control) in an arctic sun device. Guided to diagnostics, system hours were 4914, pump hours were 4701, chiller temperature (t4) was (chiller) 21.2c. Patient temperature (pt) was at targeted temperature (tt) of 33.5c. Based on these readings, it was determined that the device requires servicing by biomed for potential chiller or mixing pump repair. The unit was replaced with sn (B)(6). Therapy was resumed after adjusting the treatment duration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse getting alert 113 (reduced wt control) in an arctic sun device. Guided to diagnostics, system hours were 4914, pump hours were 4701, chiller temperature (t4) was (chiller) 21.2c. Patient temperature (pt) was at targeted temperature (tt) of 33.5c. Based on these readings, it was determined that the device requires servicing by biomed for potential chiller or mixing pump repair. The unit was replaced with sn (B)(6). Therapy was resumed after adjusting the treatment duration. Per follow up information received via task on 02jul2025, the biomed was unable to locate the device in the workshop or in the nicu department. The original caller is out.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Guided to diagnostics, system hours were 4914, pump hours were 4701, chiller temperature (t4) was (chiller) 21.2c. Patient temperature (pt) was at targeted temperature (tt) of 33.5c. Based on these readings, it was determined that the device requires servicing by biomed for potential chiller or mixing pump repair. The unit was replaced with sn (B)(6). Therapy was resumed after adjusting the treatment duration. Per follow up information received via task on 02jul2025, the biomed was unable to locate the device in the workshop or in the nicu department. The original caller is out. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.